Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: model: ddbb1d1, ICD, implant: (B)(6) 2014. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) due to varying pacing impedance and increased short interval counts (sic). A programming intervention was completed and the physician adjusted the patients medication. The lead remains in use. No patient complications have been reported as a result of this event.